Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the report of bad battery contacts which was confirmed during evaluation in the form battery contact pins which were depressed an unable to rebound. The evaluation determined the cause to be a failed rear case. The rear case assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "bad battery contacts" which were identified after clinical use. There was no known patient injury or medical intervention associated with this event. No additional information is available.